Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, a likely a cuff miss occurred due to interaction with patient calcium or anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D9 correction: device available for evaluation updated from ni to no.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via an 8f sheath hole prior to an interventional procedure. Reportedly, the suture of the first prostyle device was pre-placed successfully. The second prostyle device had a cuff miss [suture retrieval issue]. No other device was attempted to be pre-placed. The sheath was upsized to a 14f, and the interventional procedure was completed. A new prostyle device was attempted but a cuff miss [suture retrieval issue] occurred. Hemostasis was attempted with the one pre-placed suture however the knot was tightened prematurely preventing its advancement to the vessel wall and bleeding continued. Tissue damage was noted. A surgical cutdown was done of the vessel and the subcutaneous tissue to achieve hemostasis which also repaired the vessel. There was no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that this was a closure using three prostyle devices. Reportedly, the three devices were faulty due to an issue with opening and closing the footplate which lead to no sutures being deployed. A new prostyle device was used to achieve hemostasis. There was no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date b5: the additional devices referenced in b5 are being filed under separate medwatch report numbers.